Event description:
It was reported that, following the surgery referenced in MFR report # 3007566237-2012-00504, there was a post-operative pump failure, and the patient had a revision on (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter.